Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the ultrasound tip suddenly broke during a cataract surgery. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
One opened broken phacoemulsification tip wrapped in gauze within a tray was received. The phacoemulsification tip was visually inspected and found to be non-conforming. The phacoemulsification tip was broken at the air bypass hole with a jagged edge and even wall thickness. There was wear on the threads, flange and nut corners. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspection does not show any manufacturing issue that would cause the broken phacoemulsification tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).